Event description:
The technician was inspecting the bed and found the communication cable is damaged and the nurse call does not function. No pt injury reported.

Manufacturer narrative:
The technician found the communication cable connector is broken on the wall end and it is due to abuse. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.